Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, separating the heat shrink from the solder joint connecting the rear pulse wires, and creating a short on the dn pca. The cause of the test failure is the short. The cause of the short is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no indication that the damage caused or contributed to the patient's death. The patient was in a non-treatable life-sustaining rhythm at the time the device was shutdown. The damage likely occurred during device removal.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming testing.